Event description:
Customer reported that he had high blood glucose of 342 mg/dl. Customer stated that his insulin pump is alarming motor error and the drive support cap is missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform no delivery test due to prime/fill anomaly. Drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked reservoir tube lip and scratched lcd window.